Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A short simulated therapy was successfully performed. There is no evidence of fluid / moisture within the devices pneumatic system and the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported issue was not verified. The cause of the condition could not be determined. Based on additional information received, the homechoice was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient passed away while using a homechoice device. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was reported that pd therapy was ongoing prior to death. No additional information was available.